Event description:
It was reported that during a coronary orbital atherectomy procedure, a vessel spasm and subsequent perforation occurred. The target lesion was located in the proximal left anterior descending (lad) artery which was 95% occluded. The physician accessed the lesion using a 6fr introducer sheath, sport guide wire and a 6fr ebu guide catheter. The sport guide wire was exchanged for a csi coronary viperwire using a sprinter balloon catheter. A csi coronary orbital atherectomy device (oad) was then loaded on to the viperwire and advanced to the site of the lesion. While advancing the oad, the physician encountered difficulty as the guide catheter kept backing out of the ostium. The physician was able to advance to the treatment site and performed three runs for a total of 90 seconds. As the physician was removing the device, the ostium spasmed and the physician was unable to remove the oad. The physician then noted that a perforation had occurred in the proximal portion of the vessel. The physician was able to remove the device from the patient and the patient was then taken to surgery to resolve the perforation. A stent was placed in the proximal lad artery. The physician followed-up the stent with balloon angioplasty. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).